Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient during an advanced evaluation trial. Since (B)(6) 2016, her lead detached from the device and she cut the lead off. She planned to see her physician on (B)(6) 2016.

Event description:
No new information received. No troubleshooting, actions or interventions were reported and the cause of the lead detached was noted to be not applicable.